Event description:
Overdelivery reported. The pump was set up in the post anesthesia care unit to infuse meperidine 10mg/ml, pt controlled analgesia only, pt controlled analgesia dose of 10mg with a 6 minute patient lockout and a 200mg 4 hour limit. Approximately 50 minutes after set up, a nurse noted that the patient had received too much medication. The device settings were reviewed and it was noted that the pump was programmed to deliver pt controlled analgesia doses of 10ml instead of 10mg. The patient reportedly had received 2 complete bolus doses (200mg). He did not experience any adverse effects and had no signs or symptoms of oversedation. The nurse reports that she "knows the pump was set up correctly for mg dosing." A second rn reportedly had double checked the settings prior to the infusion being started. The device history reportedly indicates ml/h dosing from the beginning set up. The report source states "these are two knowledgeable rns who know the device well. It is felt that the pump changed delivery modes from pt cotrolled analgesia (mg/h) to the epidural (ml/h) mode on its own." No additional information was available.